Event description:
It was reported that there was downstream occlusion (dso) seal degradation. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal to be degraded. Functional testing was able to verify the reported problem. The service history review had no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal, and the pump passed all functional tests and performed as intended after repair.